Event description:
It was further reported that post coronary stenting treatment procedure, in-stent thrombosis occurred.

Event description:
(B)(6). Same case at MDR ID# 2134265-2012-02488. It was reported that post coronary stenting procedure, chest pain and myocardial infarction occurred. In (B)(6) 2010, the patient presented with stable angina and was referred for cardiac catheterization. Target lesion #1 was 80% stenosed and located in the right posterior descending artery. The lesion was 14 mm long with a reference vessel diameter of 2.5 mm and treated with pre-dilatation and placement of a 2.50 x 16mm taxus liberte stent. Following post procedure the residual stenosis was 0%. Target lesion #2 was 70% stenosed and located in the mid right coronary artery. The lesion was 16 mm long with a reference vessel diameter of 4.0 mm and treated with pre-dilatation and placement of a 3.50 x 20mm taxus liberte stent. Following post procedure the residual stenosis was 0%. In (B)(6) 2012, the patient presented with chest pain and was diagnosed with myocardial infarction. The patient was hospitalized the same day.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).